Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. There was no adverse impact to the customer's blood glucose level. Technical support sent replacement charging supplies to address the issue.